Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. Bsn representative analyzed patient's database and no anomalies were found. During the revision the physician moved the ipg lower and a little more midline. The ipg was replaced due to physician's preference. The patient was reportedly doing well following the revision.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing.